Manufacturer narrative:
The device was not returned to olympus for evaluation, as the image issue was resolved after further troubleshooting by the staff. The olympus sales rep notified the technical assistance center that no additional assistance was needed. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The user facility contacted olympus to report intermittent image loss during a procedure. The image came back after a few moments, but caused a delay to the procedure which was completed using the same device. There was no reported consequence or impact to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the DHR was performed and there were no issues found within the record associated to the reported event. Since the device was not returned for evaluation, a root cause could not be definitively identified. Based on the results of the investigation, it is likely there was no abnormality with the subject device and that the monitor cable was getting disconnected.